Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the system was unable to measure negative pressure lower than -10 mmhg. Two separate occasions during set-up, the oxygenator had air pulled across it at -2 to -3 mmhg. The perfusionist (ccp) has configured the system, the ability to read negative pressure. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient. Per the clinical review on (B)(6) 2013: the ccp will use antegrade cerebral perfusion to protect the brain during periods of no systemic circulation. During antegrade cerebral perfusion, the cardioplegia pump is drawing blood from the arterial line of the cpb circuit and directing to selected aortic arch vessels. The arterial pump will be recirculating blood through the cpb circuit, as the cardioplegia pump is pumping blood to the patient. In this application, the arterial pump flow needs to exceed the cardioplegia pump flow or air can be generated in the oxygenator, due to negative pressure. The ccp uses a pressure transducer configured to system-1 and sets the alert level to -10 mmhg and the alarm level to -20 mmhg. The system -1 does not allow for negative pressures to be set less than -10 mmhg (for example -2 mmhg). At no time should the pressure in the blood phase of the oxygenator be less than the gas phase of the oxygenator or in other words "the blood pressure in the oxygenator should never be less than zero". The IFU for the terumo sx oxygenator (used by this customer) warns to always keep the blood phase pressure higher than the gas phase and to maintain arterial blood flow rates higher than the cardioplegia pump flow rates. During set-up of the circuit for antegrade cerebral perfusion, the ccp and team had observed air in the fiber bundle of the oxygenator and this coincides with negative pressures being measured in the oxygenator. Because of the limitations in the ability of system -1 to measure negative pressure less than -10 mmhg, air can be generated as any negative pressure increases the risk of these types of incidents. The ccp would prefer to have the ability to set an alert pressure at 0 mmhg or -1 mmhg and an alarm pressure (with pump stoppage) at -2 mmhg. This is a customer request issue, related to the ability to set negative pressure alerts and alarms at values less than -10 mmhg.